Event description:
The customer's wife reported that the customer was hospitalized for diabetic ketoacidosis, acute renal failure and dehydration. No blood glucose reading was reported. The customer did not get any alarms on the insulin pump. The wife stated that the customer changed the infusion set, but the glucose levels remained high. The wife stated that the insulin pump was working fine, and declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.